Manufacturer narrative:
E1-full name of the establishment: (B)(6). The device was returned to olympus for inspection. Device evaluation noted charge coupled device (ccd) unit component defect caused a black screen/no image. Based on the results of the investigation, a definitive root cause cannot be identified. Reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device exhibited with no image. The issue was found during service maintenance. There was no patient involvement in this reported event.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previously submitted emdr. Updated fields: b6, b7, d4, d6a, d6b, d10, e4, g2.

Event description:
No new additional information received from the customer.